Event description:
Customer reported device = 310 mg/dl at 10:30 pm. Customer took 6 units of insulin and went to bed. At 3 am, customer began having convulsions, bit their lip, and then ate some candy. Family member called paramedics. At 3:10 am, paramedics device = 50 mg/dl. Paramedics administered a glucose IV. Several weeks later, another incident occurred and result = 211 mg/dl at 10:30 pm. Customer took 2 units of a 4 unit normal dose because they were uncertain of the device result. Customer stated having an insulin reaction at 2 am and family member gave patient some candy. Customer was better. No controls used. A request was made for return product and replacement product was sent.